Event description:
It was reported that an asymptomatic patient presented during a follow up in clinic. Upon investigation, it was revealed that there was right ventricular oversensing. Noise could be recreated when the patient coughed heavily. No intervention was performed. Patient condition is stable.